Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 11/11/2022. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a procedure performed on an unknown date. A retrospective review was performed by the health care facility. A "grade 3" rectal wall infiltration (rwi) was identified that resulted in misplacement into the patient's anus, and radiation treatment was delayed. No patient symptoms were reported. The intent is to start radiation therapy once the hydrogel is no longer present. At this time, boston scientific has been unable to obtain additional details despite good faith efforts.